Manufacturer narrative:
Insulin pump passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted.

Event description:
The customers mother reported via phone call that their daughter's insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown. It was reported that they had unexpected restart alarm. It was reported that they had multiple unexpected restart alarms after battery change. The customer was advised the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.